Event description:
Caller reported damage to tandem charging cable, and charging supplies were no longer functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies with a new set via 2-day shipping.